Event description:
The customer reports, he is using a lancet device given to him by the nurse educator at his diabetic education class. He states he is using the same lancet drum that was used for demonstrations during this class, with unk prior use. No report of an adverse event. Return requested and replacement was sent.